Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a battery alert while rewinding their insulin pmp. It was also found the customer had put in new batteries and their insulin pump alarmed no delivery. Customer was able bypass the no delivery alarm, but found the insulin pump had shut off. Customer's blood glucose was unknown. The customer was disconnected from the call before further information could be collected. No additional information provided.